Event description:
It was reported that the patient came in for an acetabular liner revision because the patient was feeling looseness and he was dislocating out of the cup without actually a full dislocation. The implant showed wear on the posterior aspect of the liner.

Manufacturer narrative:
Associated device: secur-fit ha psl cup/clustr shell 54mm, cat # 2051-2054, lot unk. Additional information has been requested and if received, will be provided in a supplemental report.